Event description:
The customer reported that the bellavista 1000 us fio2 level keeps dropping during highflow. At this time there was no information of patient involvement reported from this event

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the defective o2 pressure regulator. As a resolution inspiration block was replaced and gas path test shows that pressure regulator output is almost same as the supply pressure ( which is just above 4 bar). Installed sw is patch 19.